Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 350cc saline breast implants that bilaterally showed issue with capsular contracture after implantation. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3341202, serial number (B)(4), and right replaced with catalog number 3341152, serial number (B)(4) on (B)(6) 2017. This report is for the right side.